Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain and nausea. The cause and treatment were not reported. On the same day, as event onset, the patient presented to the emergency room and was sent home with an unspecified antibiotic (for 2 weeks,dose, route and frequency were not reported) as treatment for the event. At the time of this report, the patient¿s drain was clear and they have recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.